Event description:
The customer reported an intermittent precharge voltage error. This prevented the system from booting, resulting in a recoverable loss of imaging functionality. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament drive board needs to be replaced. The reported issue is currently under investigation.